Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion : the actual drain piece broken in the base of the distal rib was returned for evaluation. Upon visual inspection, the sharp edge of the rib can be damaged if the tubing is pulled under some angle and can cause breakage. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and a drain was used. During the procedure, breakage of the drain occurred. There were no adverse patient consequences. The current condition of the patient is stable.